Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had neurologic changes, was admitted, and determined to have had hemorrhagic stroke. At the time of admission, inr was therapeutic and no issues to report with the vad. Coumadin discontinued on admission.

Manufacturer narrative:
A specific cause for the reported hemorrhagic stroke could not be determined. The patient remains ongoing on vad-50763 and no further events have been reported. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported that the patient was resumed on coumadin recently with goal of 1.5-1.8. Acetylsalicylic acid at 81mg. The patient is neurologically doing well.